Event description:
The mobilization of the implants femur and tibia components required a revision surgery.

Manufacturer narrative:
The analysis of the three batch records were done and no anomalies were found concerning the problem occurred. Evolis ti plasma sprayed baseplate in the USA is cleared under k081023 (evolis total knee system) as cemented prosthesis, but the surgeon implanted it without cement. In the IFU and surgical technique for u.s of evolis, it clearly indicated that the product is to be cemented. Without using cement, it is known that the risk of loosening is higher than cemented systems. The event is not device related, but due to a user error.